Manufacturer narrative:
Section d10: device available for evaluation: yes section d10: returned to manufacturer on: 12/10/2020 section h3: device returned to manufacturer: yes device evaluation: the complaint lens was received in the replacement iol¿s lens case inside a specimen cup with a different serial number¿s patient sticker. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptic, which is consistent with a lens that was handled during explant. The lens was cleaned, and lens damage was observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed no additional complaint was received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date unknown, not provided, only month and year, (B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model aab00 intraocular lens(iol) was explanted from patient's right eye in a secondary surgical procedure because of refractive error. The patient was doing fine at the time of discharge. Additional information was received stating that an incision enlargement was required to remove the lens from patient's eye. There were no sutures or vitrectomy required. There was no issue with the lens and no patient injury. The patient does not have any pre-existing medical conditions related to the eye. The replacement lens is a same model but lower diopter, 18.5. No further information provided.